Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 24-may-2024, the patient faced that the infusion set cannula was kinked within 3 hours of insertion at abdomen, which cause the patient's blood glucose elevated from 271 to 300 mg/dl. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4). - MDR - device 3 of 4.